Event description:
It was reported that pump experienced malfunction alarm. There was no reported adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if problem returned, which caller acknowledged and understood.